Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent an endovascular repair of a thoracic aortic aneurysm at the distal aortic arch using two gore® tag® thoracic endoprostheses. Prior to the implantation of the devices, the left subclavian artery and the left common carotid artery were bypassed with a vascular graft. Tgu282815j/11486893 was implanted just below the left subclavian artery and tgu343415j/13733029 was implanted to extend the tgu282815j into the ascending aorta. Two gore® excluder® aaa endoprosthesis iliac extender components (pxl161207j/11410193 and pxl161207j/11495774) were also implanted just below the bifurcation of the innominate artery into the ascending aorta in a chimney technique. It was reported that the physician remodelled the two iliac extender components by cutting off the proximal olives and the deployment line at the knob, removing the constrained devices from the catheter, turning the constrained devices upside down, and putting the devices back on the catheter. The procedure ended without reported issues. The patient tolerated the procedure. On (B)(6) 2015, the patient presented with hemiparesis on his right side. Lacunar stroke was suspected. On (B)(6) 2015, cta scan was performed and the patient was diagnosed with lacunar stroke. The images at the time did not show any migration of devices, endoleaks, or dissection. Later on the same day (at around 8pm), the patient presented with acute hypertension (180mmhg) and treated with antihypertensive medication. Two hours later (at around 10pm), a rapid drop in the blood pressure was observed. A percutaneous cardiopulmonary support (pcps) was placed but the blood pressure did not recover. Blood was also observed from a chest drain tube. CT scan was performed and cardiac tamponade was identified. On (B)(6) 2015 (at around 4am), the patient expired. Autopsy was not performed. The physician believes a dissection might have occurred proximal to the device in the ascending aorta. And the possible rupture of the dissective aorta led to the bleeding and the cardiac tamponade. It was reported that the edge of the delivery catheter of the iliac extender components without the leading olives may have damaged the aortic wall which eventually lead to the dissection or the chimney technique itself may have contributed to the occurrence of the dissection. However, the exact cause of the dissection is unknown.

Manufacturer narrative:
Corrected the type of reportable event.

Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease. Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.